Event description:
It was reported that the arctic sun device was noisy. Per review of wo on 23jan2025, no harm to the patient. Per follow up information received via mail on 24jan2025. Issue was resolved onsite by field service technician repaired the device on site. The customer reported a loud knocking sound while the machine was doing therapy. After troubleshooting they found out that the circulation pump was faulty. Switched out the circulation pump to a new one, which resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated onsite. During the evaluation, it was found that the device was being noisy. Circulation pump was replaced and this resolved the issue. Device passed all applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was noisy. Per review of wo on 23jan2025, no harm to the patient. Per follow up information received via mail on 24jan2025. Issue was resolved onsite by field service technician repaired the device on site. The customer reported a loud knocking sound while the machine was doing therapy. After troubleshooting they found out that the circulation pump was faulty. Switched out the circulation pump to a new one, which resolved the issue.